Manufacturer narrative:
The customer advised that this event occurred while the unit was being moved into the operating room so there was no patient involved. A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The caster was replaced.

Event description:
The hospital reported that during a case a caster broke off the machine. There was no reported patient injury.